Manufacturer narrative:
Actual weight reported: (B)(6) kg. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient began treatment with intraperitoneal (ip) vancomycin (1 gr, once, discontinued the same day) and ip amikacin (100mg, once, discontinued the same day). The following day the patient was treated with oral fluconazole (200mg, one tablet every 12 hours, ongoing). The same day pd therapy was discontinued, the pd catheter was removed and the patient was changed to hemodialysis (hd). At the time of this report the patient was recovering from this peritonitis event, reported as ¿improved and is in good condition¿ and continues performing hd therapy. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.